Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses using a gore® dryseal flex introducer sheath. The sheath was inserted into the patient from the right femoral artery. After the deployment of the endoprosthesis and removal of the sheath, imaging identified an injury at the right external iliac artery. The right external iliac artery injury was repaired surgically. The patient tolerated the procedure.